Manufacturer narrative:
D4: expiration date - added. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. H3: summary attached - updated. H3: device evaluated by mfg ¿updated. H4: manufacturing date- added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual  inspection, the coil delivery wire was found to be kinked/bent in multiple areas. The main coil was found to be broken off the coil delivery wire. The main coil was not returned.  During functional inspection, main coil prematurely detached/separated inside patient functional test was undeterminable as the main coil was not returned. Coil in catheter friction was unable to perform the test as the main coil was found to be broken/fractured and not returned. Coil delivery wire kinked/bent was confirmed during visual inspection.  The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'main coil prematurely detached/separated during use' was undeterminable as the main coil was not returned. The reported 'coil in catheter friction' could not be confirmed; however, the analysis results are consistent with the reported event. The reported 'coil delivery wire kinked/bent' was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be broken off the delivery wire and main coil was not returned. The coil delivery wire was found to be kinked/bent. An assignable cause of 'undeterminable' will be assigned to the 'main coil prematurely detached/separated during use' as the issue was not confirmed during the analysis. An assignable cause of procedural factors will be assigned to the 'coil in catheter friction' and 'main coil broken/fractured during use' as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the 'coil delivery wire kinked/bent' since this issue is associated with handling of the device during the clinical procedure.

Event description:
It was reported that during the medical procedure, the subject coil was difficult to advance through the microcatheter. A slight kink was noticed on the subject coil delivery wire. Physician continued to advance the subject coil but was unsuccessful. He decided to remove the subject coil and when it was pulled, the subject coil got detached from the pusher wire inside the catheter. The subject coil was removed along with the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the medical procedure, the subject coil was difficult to advance through the microcatheter. A slight kink was noticed on the subject coil delivery wire. Physician continued to advance the subject coil but was unsuccessful. He decided to remove the subject coil and when it was pulled, the subject coil got detached from the pusher wire inside the catheter. The subject coil was removed along with the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.